Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer stated that they noticed that the buttons on insulin pumps was starting to act up. Customer stated that the button does not respond right away and they needs to press it a couple of times before it moves and right arrow button was doing same thing again. Customer stated that up button was unresponsive. Customer stated that the down arrow allowed to navigate screens and it happened every time when they pressed up button. No harm requiring medical intervention was reported. The device will not be returned for analysis.